Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available it will be submitted in a supplemental report.

Event description:
It is alleged that, "in 2001, the pt underwent left hip replacement surgery." It is further alleged that, "in 2007, the pt developed the following: audible noises during motion, including but not limited to squeaking, popping, grinding, and sudden onset of pain in the implanted left hip joint." It is further alleged that, "in the following month, the pt was required to undergo a revision."